Event description:
Reporter indicated that communication could not be established with a vns pt's generator. Communication was attempted with multiple programming systems. A battery life estimation was performed, and it resulted in 4.65 years remaining until eri=yes, although the values used may not be representative of the pt's exact programmed parameters. The pt underwent revision surgery. The surgeon noted that during the revision there was significant corrosion at the generator header/lead connector pin interface. This led the surgeon to replace the generator and lead. The explanted devices have been received and are awaiting analysis.